Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 9/23/15, device evaluation: the device has been returned and evaluated by product analysis on 09/02/2015 with the following findings: unable to confirm or duplicate complaint during investigation black box dates 8/4/2015 -8/13/2015. Black box data from date of incident has been overwritten. No evidence of excessive battery usage or voltage drops observed in current black box. Pump powers with returned battery cap. Battery cap is able to fully tighten. Current draws within specifications. No evidence of excessive pump temperature duplicated during investigation. Removed pump case and disassembled pump. No evidence of moisture or loose components inside pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.